Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 492 mg/dl. The customer was treated with insulin pump. Customer's other blood glucose value was 524 mg/dl and 402 mg/dl. The customer was treated with the insulin pump. Customer stated that set was fine earlier today noticed the set was leaking when blood glucose started going up. The customer reports the leak was right under the skin and looked like it puffed up and swollen. Customer changed infusion set leaks. Customer states location of the leak was at site under skin and under tape. Customer is able to change the infusion set. The customer advised to change the infusion set. Customer declined to troubleshoot for high readings and bent cannula. The insulin pump will not be returned for analysis.